Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 18.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was explanted 18 weeks after initial implant. The reason stated was wrong power implanted, no patient injury.

Manufacturer narrative:
The lens was received and is being analyzed at the manufacturing site. Prior to release the lens met all manufacturing specifications. A review of the implant database shows the original implant was replaced with a higher diopter lens of the same model. Information received from the surgeon and our investigation to date suggests this event is not related to the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.